Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. A 5.0x32mm veriflex stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and the stent dislodged from the delivery system outside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the delivery catheter found that the stent was detached from the delivery balloon and was returned in a plastic container. The stent appeared to be kinked. There was no evidence of any stretching along the length of the stent. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. A 5.0x32mm veriflex stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and the stent dislodged from the delivery system outside the patient. No patient complications were reported.